Event description:
It was reported that during an unknown procedure, the first firing on the sleeve with a green gst reload and gore seamguard buttressing was all ok and device fired and stapled and cut and returned with no issue. The device was removed and reload removed, switched and new reload green placed in with seam guard. After entry into trocar the surgeon opened the jaws and went to articulate with the jaws open and past trocar end and nothing happened, no sound, no power. The battery was removed and reinserted and nothing happened again. The surgeon then squeezed the sides of the battery and wiggled it until he felt it connect and haptic feedback. The stapler then fired and cut and knife blade reversed correctly. The nurse reloaded again and this happened for ever firing until the end of the case. Once the gun, after firing was given back to the scrub nurse at the end you could hear the motor whirring inside the patient. No harm came to patient however there was probably another five or ten minutes added to the case trying to correct this.

Manufacturer narrative:
(B)(4). Date sent: 12/20/2024 d4: batch # unk the manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: 1. Could you please provide more details for "the end you could hear the motor whirring"? Almost like the battery and gun kept repeatedly connecting and you could hear this connection in the motor. The nurse said he could feel the haptic feedback too. No further information item not available for return this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent 2/10/2025. D4 batch #685c77. Investigation summary: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with no apparent damage and with no reload present. The device event log was reviewed. A series of events were found that may indicate intermittent power issues. In addition, the log indicates that articulation was attempted while the device was closed. Articulation function is blocked when the device is closed to prevent inadvertent patient injury. When the home button is pressed while the jaws are closed the device will attempt to retract the knife. When any of the other articulation buttons are pressed while the jaws are closed the device will provide haptic feedback indicating that articulation function is blocked. After further evaluation, the bulkhead contacts were noted to be damaged. However, the device was tested with a test simulator for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object, or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. The damage to the bulkhead contacts is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. A manufacturing record evaluation was performed for the finished device batch number 685c77, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.